Manufacturer narrative:
(B)(4). The rt228 infant breathing circuit is not sold in the USA but is similar to a product that is sold in the USA. The 510(k) for the similar product is k020332. Method: the complaint rt228 breathing circuit was not returned to fph (B)(4) for further inspection. Our analysis is accordingly based on the event description, photographs and additional information provided by the distributor. Results: the photographs provided by the distributor revealed that an incorrect sle label was attached to the packaging of the rt228 breathing circuit, confirming the reported fault. A lot check was not performed as no lot information had been provided. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that operator error, during the packing process, resulted in the wrong product label being attached to the breathing circuit kit. There are standard operating procedures (sops) that have been put in place to assist the operators on the production line to correctly pack the breathing circuits. However, in this instance, the wrong label was overlooked. (B)(4).

Event description:
A distributor in (B)(4) reported the following to a fisher & paykel healthcare (fph) field representative involving an rt228 infant breathing circuit (B)(4): "on the big label it says rt 228 for sle 4000 and 5000 vents. (Correct) on the small label below it says for sle 2000 ventilators (wrong)."